Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that allegedly a piece of a serfas energy super 90s cracked off inside a joint. Reportedly during a shoulder arthroscopy and while allegedly doing an ablation underneath the subachromium, the doctor noticed a white plastic flake in the joint. Allegedly, it was still attached to the probe and reportedly while they were trying to recover the piece, it came free of the joint. Reportedly, they recovered the broken piece and the surgery was delayed, but does not know how long delay was. Reportedly, there is no adverse consequence to the pt and they used a mitek probe instead.